Event description:
A customer reported potential discrepant results for testosterone on the aia-900 analyzer. The customer stated they had concerns regarding the stability of the patient test, and the sporadic patient result. The customer confirmed the patient results were reported out and questioned by the physician. The sample was sent to a reference lab for confirmatory testing and results were as expected. The reference lab uses a roche cobas 8000 and draws their samples, spin, then immediately run. The customer runs samples by using both green top (contains heparin) and yellow top serum separator tube (sst) tubes. The customer stated that previous calibrations on 06mar2025 and 07may2025 passed within acceptable range and quality control (qc) troubleshooting mas control lots lia28021, lia28022, and lia28023 all passed within acceptable range. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from the install date of 04dec2024 through aware date of 13may2025. There were two (2) similar complaints identified during the searched period, which includes this event. A complaint history review and lot history review for similar complaints was performed for the tes test cup lot e8124b1 from the install date of 04dec2024 through aware date of 13may2025. There were no similar complaints identified during the searched period. A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformance, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The analyte applicate manual for testosterone states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures. Are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack testosterone, the highest concentration of testosterone measurable without dilution is approximately 2200 ng/dl, and the lowest measurable concentration is 10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 2200 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2200 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The investigation of the reported event is ongoing, cause of the reported event is not yet determined.

Manufacturer narrative:
Technical support specialist (tss) followed up with the customer at a later date regarding their concern on discrepant result for testosterone lot number e8124b1. Tss informed the customer that the complaint was escalated to tosoh japan for further investigation. Tosoh japan requested additional information of list of medication associated to the patients, which the customer was unable to provide. Tosoh indicated that studies show that substance like androstenedione has the highest cross reactivity; results increased by 1.71%. Androstenedione is a 19-carbon steroid hormone produced in the adrenal glands and gonads and is an intermediate in the biosynthetic pathways of testosterone, estrone, and estradiol. Additional, if any cross reactivities are present in the specimen at the same concentration as testosterone, the final result will be increased by the following percentages: substance concentration added (ng/dl) cross-reactivity (%) androstenedione 200000. 1.71. Dhea 5000. 0.10. 5 dihydrotestosterone 1000. 0.81. Methyltestosterone 600. 0.15. Tosoh believes the reported event is most likely due to cross reactivity or interference; however, it could not be confirmed. Tss recommended comparing the medications used by the affected patients to find the common factors. Additionally, the customer should also ensure the patients with the questioned results are not taking any additional supplements/medications that may cause interference. Tss also reminded the customer that whenever the clinical picture does not match the lab results, the sample must be repeated or sent out for further analysis. The most probable cause of the reported event could not be established.